Manufacturer narrative:
Additional narrative: the information documented in the initial report regarding the device return was incorrect. The statement has been updated as follows: as of this date, the device has been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). The contact¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from canada that during a craniotomy for tumor resection surgical procedure, it was discovered that the underlying dura was compromised when the drilling stopped. According to the report, the motor device, compact speed reducer device and a disposable perforator device were being used together to perform the craniotomy. It was reported that the user attempted to access another area on the cranium but it was discovered that the underlying dura at that site was also compromised. It was reported that the procedure was being performed by a neurosurgery resident under the supervision of a surgeon. It was reported that the event occurred during use on an elderly female patient for a treatment. It was unknown which or if any of the devices malfunctioned and caused the dural injury. It was unknown if the user of the device made an error. It was unknown if the patient had dural adhesions prior to craniotomy. It was unknown if there were any delays in the surgical procedure or if spare devices were available for use. It was reported that the same devices were used throughout the surgery. It was unknown if there was any medical intervention or prolonged hospitalization as a result of this event. It was unknown if the procedure was completed successfully. The patient's condition post-surgery was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.